Manufacturer narrative:
Correcting UDI #: (B)(4). This is a follow up report, for this corrected information. Device received, for this event is being corrected from astratech impl ev 4.2s 9mm os, catalog#: 26322, to osseospeed ev 4.2 c - 9 mm, catalog #: 25263. This is a follow up report, for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.